Manufacturer narrative:
The fr8a-rcv-a0 (sn (B)(4) stimulator was implanted spanning from t6 to t8. The fr8a-spr-b0 (sn (B)(4)) stimulator is spanning from t8-t10. P/n fr8a-rcv-a0, s/n (B)(4), lot # swo190607, exp. Date: june 1, 2021. P/n fr8a-spr-b0, s/n (B)(4), lot # swo180815, exp. Date: august 1, 2020. On (B)(6) 2020 patient had an MRI within guidelines of 1.5t that was confirmed by the clinical representative with MRI treatment facility. Documented records of the MRI could not be obtained and therefore stimwave was unable to verify that the MRI was conducted following all guidelines per the instructions for use (document # (B)(4) page 22-24). Patient reported feeling unintended stimulation during the MRI. The MRI was aborted as soon as patient began to feel unintended stimulation. On (B)(6) 2020, clinical representative followed up with the patient. The patient reported not having any injury and that she was still receiving therapy from the device. The patient stated that the MRI was for scoliosis and fractured vertebrae. No further complications were noted after the MRI. Attempts to obtain further information from the MRI facility to verify parameters used were unsuccessful. Device manufacturing records demonstrate the devices met specification, and no trend is evident for this issue for either product lot. The root cause of this complaint could not be concluded definitively with the provided information. Potential contributing factors may include MRI parameters noncompliant to the product instructions for use or to other implanted conductive devices that were not reported.

Event description:
Immediately following the notification, stimwave quality and the clinical representative reviewed events preceding the issue. On (B)(6) 2019, the patient had two freedom-8a spinal cord stimulators implanted in the epidural space of the thoracic region of the spine for upper back pain.